Event description:
It was reported that the insulin pump had two unresponsive buttons on the keypad, the b and down arrow buttons. The customer's blood glucose was 5.4 mmol/l. The caller did not observe any significant events leading to the keypad issues. The caller stated that he noticed the issue when he went to perform a set change. He stated that he went to rewind the insulin pump, moved to the next step, but the down arrow button did now allow him to proceed. The customer discontinued use of the insulin pump and reverted to a back-up plan. The customer was advised to replace the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.